Event description:
Per the surgeon's report, this patient fell and then could no longer hear with her cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. The surgeon explanted the device in 2006 and reimplanted her with a new device during the same surgery.